Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00634. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which a lead got stuck in the ipg header, resulting in that lead and the ipg being explanted and replaced. The other lead was repositioned and an additional lead was added.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated that the patient denied any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. Correction: d10 should have listed drg anchors and drg ipg instead of scs anchors and scs ipg.